Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had non functioning alarm state with alarm helium leak detected after admission to csicu that resulted in iab not inflating for long periods of times. Console encountered control issue that required patient to be returned to bypass pump prior to admission to the. No harm or injury to the patient was reported.